Event description:
It was reported that prior to implant, the device was interrogated and the longevity indicator showed ready for implant. This session was discontinued and approximately an hour later the device was interrogated again and showed a grey status bar, indicating the battery status was not acceptable. The device had been at room temperature the entire time. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).